Event description:
Additional information: it was reported that the patient experienced headaches and throwing up associated with the previously reported cerebrospinal fluid (csf) leak.

Event description:
Additional information was received. The healthcare provider (hcp) reported the cause of the event was the "pump pocket too large". Discomfort at the pocket was noted as signs and symptoms. A surgical revision was done. Patient outcome reported as non-serious injury/illness. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Product ID (B)(4), serial# (B)(4), product type programmer, patient product ID (B)(4), serial# (B)(4), implanted: (B)(6) 2011, product type catheter. (B)(4).

Event description:
Additional information: the patient¿s pump was pushing against her incision, flipping, and moving to a horizontal position. The patient was told that it needed time for the mesh pocket to heal and she must wear her abdominal binder. The patient wore it for about 4 months, but had to have a revision (B)(6) 2012. It was reported that within about 3 days of the surgery the pump had flipped to a horizontal position again. The patient was told to wait and wear an abdominal binder again to help the pocket heal. The patient had a second revision that ¿looks worse¿ than the initial surgery. Additional information has been requested, but was not available as of the date of this report.

Event description:
It was reported that the patient has had positioning difficulties prior to and following a pump revision. It was initially reported in (B)(6) 2011, that the patient's pump device was "tilted and pokes out" when they stand up, therefore causing pain. It was later reported in (B)(6) 2012, the pump was "poking out of her stomach for over a year" and it "stuck out of the suture line and is banging on the desk and tables". The healthcare provider (hcp) indicated to the patient that this occurrence was normal and needed to heal. The patient also reported at that time, dissatisfaction with the surgical hcp and felt that the device was "not properly installed". The patient underwent a revision surgery in (B)(6) 2012, however it was unclear exactly what was done in that procedure. Patient stated that following the revision, "it did the same thing". At the (B)(6) 2012 refill, following the may revision, the hcp indicated to the patient that the pump was "so loose, he feared it had rolled over" and continued to repeatedly roll over within the abdomen, creating a concern of a subsequent catheter break with continued pump flipping. The hcp encountered "problems refilling and thought the pump has filled". It was unclear what issues arose at the time of refill. The patient also stated at that she experienced a cerebrospinal fluid (csf) leak, and was hospitalized for a week. It was unclear at what point in the event duration the leak took place. The patient required coumadin and lovenox medications as her "blood is too thick", and therefore had a concern of undergoing another surgical procedure regarding the device, as the patient had to go off of the blood thinning medications for any surgical procedure. The medication in the pump was dilaudid (hydromorphone). Patient and event outcomes were not provided. Additional information has been requested, but was not available as of the date of this report.